Manufacturer narrative:
Sanofi company comment dated 20-jan-2022: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and had extreme swelling and totally crippled and was not able to walk. Based on lack of information, causal relationship of the suspect in the occurrence of events cannot be denied. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
Totally crippled and was not able to walk [unable to walk]. Extreme swelling [swelling]. Case narrative: initial information received on 13-jan-2022 regarding a solicited valid serious case received from a consumer/non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc one. This case involves (B)(6) male patient who was totally crippled and was not able to walk and extreme swelling while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (with an unknown batch number, route, indication). On an unknown date the patient had a bad reaction. Patient said that he had extreme swelling (swelling; unknown latency), totally crippled and was not able to walk (gait inability; unknown latency; seriousness: disability). Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable. It was not reported if the patient received a corrective treatment for the events (extreme swelling, totally crippled and was not able to walk). At time of reporting, the outcome was unknown for the event extreme swelling and was unknown for the event totally crippled and was not able to walk. Reporter causality: not reported for both events. Company causality: reportable for both events.

Event description:
Totally crippled and was not able to walk [unable to walk]. Extreme swelling [swelling]. Case narrative: initial information received on 13-jan-2022 regarding a solicited valid serious case received from a consumer/non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc one. This case involves 65 years old male patient who was totally crippled and was not able to walk and extreme swelling while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (with an unknown batch number, route, indication). On an unknown date the patient had a bad reaction. Patient said that he had extreme swelling (swelling; unknown latency), totally crippled and was not able to walk (gait inability; unknown latency; seriousness: disability). Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable. It was not reported if the patient received a corrective treatment for the events (extreme swelling, totally crippled and was not able to walk). At time of reporting, the outcome was unknown for the event extreme swelling and was unknown for the event totally crippled and was not able to walk. Reporter causality: not reported for both events. Company causality: reportable for both events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) on 14-jan-2022 for product. Batch number: unknown. Sample status: not available. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 28-jan-2022. Sanofi would continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA was required. Additional information was received on 28-jan-2022 from the other healthcare professional. Global ptc number and ptc results added. Text amended accordingly.